Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is neogiozym and the automated endoscopic reprocessor (aer) used is a non-olympus reprocessor. The aer detergent is neodischer, the aer disinfectant is septopac, their storage practice is a non-olympus cabinet and olympus is the maintenance company. After the device was returned to olympus, it was sent out for additional testing. The test report indicated the channels of the scope were cultured and results showed no detection of indicator organisms. During inspection and testing of the device, service found the charge coupled device cover glass was heavily scratched and chipped, the adhesive on the bending section cover was porous and broken, the plug unit had impact points, there was corrosion at the scope connector cover unit, and the adhesive around the lenses was worn out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing of the subject device, the sterile endoscope washing water tested positive for three colony forming units (cfus) of vital organisms. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.